Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. On 10/01, pt's blood glucose was 102, 184 and 115 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.